Event description:
It was reported that on (B)(6) 2011 at 17:30, nafcillin was administered to a pt at 21 ml/hr for a vtbi of 500 ml. The pump experienced an improper shut down and was turned back on to complete the infusion. The medication was to be administered in a 24 hr period, but it infused in 12 hrs. This occurred in the ICU care area. At the time of reporting of this event, the pt was being monitored for any ill-effects or adverse drug events and it was unk if there was any pt injury or if medical intervention was required. The pump was tested by the facility's biomedical engineering with an infusion pump analyzer and indicated that it was working as expected.

Manufacturer narrative:
(B)(4). Investigation is still in progress and a supplemental report will be submitted once completed.